Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the intrinsic amplitude had decreased. The patent was in the bathroom at the time of the shock. Technical services discussed some testing to do for myopotential noise. Office testing was able to reproduce the noise with patient movement. The clinic has now reprogrammed the sensing vector and will monitor the patient via latitude. There were no additional adverse patient effects. The system remains implanted.